Event description:
A device was sent to a third-party service center for investigation. During evaluation, the third-party service center found burnt connector. The device was not in patient use.During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation or contamination.; however, the connector was found to be burnt. Following the investigation the device was sent to the manufacturer¿s RIQL for additional testing and investigation. The device has not been evaluated by the manufacturer¿ (RIQL) for additional testing and investigation at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.